Manufacturer narrative:
Additional information: patient ID, age and weight provided. Correction: patient gender updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed the reported issue and the surgeon monitor was replaced to resolve the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect surgeon monitor was returned to the manufacturer for evaluation. The monitor was found that it would not power on and that a clicking noise would come from the speakers though the clicking would pass after a few seconds. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site biomedical engineer reported that, while in a cranial resection, the monitor for the navigation system would not power on. The secondary monitor on the navigation system was operational and an additional external monitor was connected to complete the procedure. There was no reported delay to the procedure due to this issue. No additional information was provided. There was no impact on patient outcome.